Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on and the system board was replaced. During the evaluation of the device an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. Repeated attempts were made to have the component returned for investigation have been unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the device to power on was observed. The device's system board needs to be replaced to address the issue.